Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, a post-implant balloon aortic valvuloplasty (bav) was performed. During the deflation and removal of the post-bav, it caught on the valve, causing the valve to dislodge. Subsequently, a second transcatheter valve was implanted. It was noted that a 20 minute procedural delay occurred in result of the event. Per the physician, the post-bav caused the dislodge.

Manufacturer narrative:
Continuation of d10: product ID {{d-evolutfx-2329}}; product lot/serial number {{unkown}}; product type: {{1095 heart valves}}; implant date {{na}}; explant date {{na}}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, a post-implant balloon aortic valvuloplasty (bav) was performed. During the deflation and removal of the post-bav, it caught on the valve, causing the valve to dislodge. Subsequently, a second transcatheter valve was implanted. It was noted that a 20 minute procedural delay occurred in result of the event. Per the physician, the post-bav caused the dislodge. Additional information was received to report a medtronic (confida) guidewire was used for thecase. It was noted temporary, rapid pacing was initiated during the post-implant bav. Prior to the valve dislodgement, the implant depth was 3mm on the non-coronary cusp (ncc) and 4mm on the left coronary cusp (lcc). Following dislodgement aortically, the implant depth was -2mm.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Product analysis image review: procedural images, including three static images, were submitted to medtronic for review. The patient¿s executive summary was not provided for anatomical review. However, imaging showed the patient had a previously implanted surgical aortic valve. The images provided showed an evolut valve that appeared to have dislodged just above the surgical valve and a second valve was implanted. The depth of the first valve prior to dislodgement was unknown. Since intra-procedural images were not provided, the dislodgement event was not made available; therefore, it was not possible to validate the cause of the dislodgement. As stated in the device instructions for use, the safety and effectiveness of the evolut fx+ bioprosthesis implanted within a failed pre-existing transcatheter bioprosthesis have not been demonstrated. Furthermore, potential risks associated with the implantation of the evolut fx+ bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization. Conclusion: the investigation remains in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.